Event description:
The pt is in the hosp and had a standing order for blood glucose testing. The suspect device was used to test pt's glucose and a result of 118 mg/dl was received. Pt had hypoglycemic symptoms so the result was backed up by a lab test. The lab result was 27 mg/dl. Pt was then given an IV of d50. Controls were used on the system and the results were within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.